Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. A non bsc guide catheter was engaged in the vessel then an unknown manufacturer's guide wire crossed the lesion. A promus element, mr, 2.50x24mm stent delivery system encountered resistance during introduction between the y-connection and the non bsc guide catheter. The stent was examined and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified distal stent damage. Distal stent struts were bunched and pushed proximally. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Hypotube kinks were present 16.5cm and 41cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the left anterior descending artery. A non bsc guide catheter was engaged in the vessel then an unknown manufacturer's guide wire crossed the lesion. A promus element, mr, 2.50x24mm stent delivery system encountered resistance during introduction between the y-connection and the non bsc guide catheter. The stent was examined and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.